Event description:
Patient presented with high lead impedance and low output current and was referred for a full revision. Patient underwent full revision surgery. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.